Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. The iesu was analyzed, and the error log review identified an m36 error, confirming that the fault occurred in the field. Visual inspection did not reveal any issues related to the reported event. The unit was installed on an in-house system, where it functioned as expected, successfully energizing, cauterizing, and recognizing instruments across all ports. The iesu will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error m36 is attributed to installation issues preventing energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a nurse called to report that the erbe generator was not recognizing any bipolar instrument and displayed error m-36. The intuitive surgical, inc. (Isi) technical support engineer (tse) worked with the customer to test three different cables, two different instruments, and two different erbe bipolar ports, but the issue persisted, with a question mark appearing next to all bipolar instruments. At the time of the call, the nurse and surgeon were unsure how to proceed with surgery without a bipolar instrument. All instruments remained in the system. The procedure was completed as planned with no report of patient injury.